Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain gold-tite hexed screw (iunihg) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the event. The screw was implanted in the patient's mouth for approximately 5 years and was located at tooth #15. No other pre-existing conditions or device information were noted in the per or in the complaint form. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: precautions, warnings, contraindications, potential adverse events (page 1). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, since the product was not returned and no pictorial evidence was provided malfunction of the device and the reported event cannot be verified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured and was replaced. The implant is intact.